Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 4058-52 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that leads were electively upgraded to MRI-compatible leads during a device change out procedure. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.